Manufacturer narrative:
Two bolts ensure that the tilt module cannot be lifted out of the anchorage. These two fixation screws preventing the unit to slide off were missing. The issue can happen, if installation and preventive maintenance is not executed as intended. The correct placement of these bolts is content of a warning label in the installation manual and is supposed to be checked during preventive maintenance, that is required once per year (the fixation of the bucky module is a checkpoint in the service documents). The wording on the service documents will be modified to make it more descriptive. After adding the screws by a philips service engineer, the system worked as specified again. (B)(4).

Event description:
A philips field service engineer at the customer's site noticed that the bucky mounting arm visibly looked uneven. While moving the bucky, the entire bucky assembly fell to the ground. This happened when the system was not in clinical use but in service investigation mode. No person came to any harm.

Event description:
The philips field service engineer at the customer's site, it was noticed that the bucky mounting arm visibly looked uneven. While working the bucky, the entire bucky assembly fell to the ground. This happened when the system was not in clinical use but in service investigation mode. No person came to any harm.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent. (B)(4).